Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the brick was hot to touch and the device will not turn on. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the dream station 2 advanced auto CPAP device. The patient alleges the brick was hot to touch and the device will not turn on. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer is submitting a correction in section h: problem code. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.